Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6)2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2014 due to abdominal pain and adhesion. No additional information was provided. This review indicates that there was no quality concerns associated with the manufacturing process.